Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that while performing the 18th cut with the flexi-cut, the balloon ruptured at 12 atm. After the rupture, calcification was observed with intra vascular ultra sound (ivus), which is believed to have caused the rupture. It was debulked by using another flexi-cut to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the flexi-cut was returned with blood visible in the housing and balloon. The cutter was in the distal end of the housing. The balloon was loosely folded. There was no damage noted to the atherectomy catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon but due to dried contrast, the balloon would not inflate. The flexi-cut was left pressurized overnight. After the atherectomy catheter was left, pressurized overnight, the dried contrast was dissolved and fluid leaked out of a pinhole in the proximal taper. There was a radial scratch distal to the pinhole for a length of 1 mm. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.